Event description:
It was originally reported that the pt experienced a loss of therapeutic effect about 1 week previously. The healthcare provider confirmed that the pt experienced no stimulation. The lead was not functioning even though it was connected to the neurostimulator (ins). The lead was replaced. The new lead would not stay connected to the ins; therefore, the ins was also replaced. After replacement, the pt experienced an excellent clinical response. The pt recovered without sequela.